Manufacturer narrative:
Additional information indicated the native valve, based on the images, has a mild calcification. During post-dilation, 23 ml were used. As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. Echo imagery was not provided for evaluation. Review of the CT imagery revealed the native annulus was calcified. Of note, cine of the post-dilation using the non-edwards balloon was not provided. Review of the provided cine revealed paravalvular leak was observed post-deployment of the thv in the native annulus. The thv appears to have a waist post-deployment. During the initial post-dilation, using the commander delivery system, the balloon moved proximally. Post-dilation was performed for a second time using the commander delivery system. The thv appears to be fully expanded after the second attempt at post dilation with the delivery system. Central aortic regurgitation was present after post-dilation without the guidewire across the valve. The work orders related to the manufacturing of the device and components that could potentially contribute to the complaints were reviewed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint events. A review of complaint history for the sapien 3 (all sizes) from september 2017 to august 2018 revealed complaints with returned valves for ¿valve ¿ regurgitation-central leak¿, ¿leaflet ¿ motion restricted-in patient¿, and similar complaint ¿leaflet ¿ inadequate coaptation-in patient¿. One complaint was unable to be confirmed for leaflet ¿ motion restricted-in patient, and no manufacturing non-conformances were identified during engineering evaluation. Although a definite root cause was unable to be determined, based on given information, procedural factors (under expansion of valve and leaflet damage due to post dilatation) may have contributed to the reported event. One complaint was unable to be confirmed for valve ¿ regurgitation-central leak, and no manufacturing non-conformances were identified during engineering evaluation. Although a definite root cause was unable to be determined, based on given information, procedural factors (under expansion valve and leaflet damage due to post dilatation) may have contributed to the reported event. One complaint was unable to be confirmed. No manufacturing non-conformances were identified during evaluation, and procedural factors (over inflation of deployment balloon) may have contributed to the reported immobile leaflet and subsequent mitral central regurgitation in the first valve. One complaint was unable to be confirmed for leaflet ¿ inadequate coaptation-in patient. No manufacturing non-conformances were identified during evaluation, and procedural factors (over inflation of deployment balloon) may have contributed to the reported immobile leaflet and subsequent mitral central regurgitation in the first valve. A review of complaint history revealed that the complaint occurrence rates did not exceed the august 2018 control limits for trend categories ¿leaflet motion restricted (in patient)¿ and ¿regurgitation¿. The instructions for use (IFU), device prepping manual, patient screening manual, and training manual were reviewed for proper thv preparation, positioning and deployment, and post deployment thv assessment. No IFU/training deficiencies were identified. Multiple manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. Frame components were 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions. They are 100% dimensionally inspected as well as visually inspected by manufacturing for scratches, grooves, and deformation using 10x magnification after cleaning and drying cycle. The frame components are mechanically tested (tensile test) on a sampling basis and then inspected. Leaflet components underwent inspections. The leaflet thickness was measured per process sheet/ work order requirements. Leaflets were 100% tested and grouped by deflection category for subsequence process. Die cut leaflets were dimensionally inspected on sampling basis with go/no go gage. Die cut leaflets were visually inspected on sampling basis to verify tissue slit exist under 8x magnification. Die cut leaflets were 100% visually inspected for mechanical defects (e.g. Delamination, separation, damaged tissue surface, thin spot, and wrinkle) regarding valve manufacturing mitigations, the adequacy of thv valve coaptation and valve appearance were 100% inspected before and after valve holder attachment. Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. Based on review of the provided cine, the complaints for ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak¿ were confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the events. Per the IFU, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The thv training manuals (section 6) instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. There are several potential patient and procedural factors that alone or in combination can contribute to a report of a restricted or nonfunctioning leaflet, which can result in a central leak. These events can be a result of leaflet damage due to post-dilatation or leaflet impingement in a calcified valve. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic regurgitation. As the native valve was calcified, it is possible a thv leaflet was impinged by calcification, preventing the leaflet from proper coaptation and subsequently resulting in a central leak. Additionally, the initial post-dilation in which the balloon shifted and/or performing post-dilation for a second time with the delivery system could have resulted in damaging of the leaflets. Per the training materials, central ar is a potential risk when performing post-dilation. Available information suggests that patient (calcified native valve) and/or procedural (post dilation/balloon movement during post-dilation) factors may have contributed to the complaint events. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, fmea assessments are not required.  Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the applicable complaint trending control limit, a product risk assessment (pra) escalation is not required. The complaints for ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation central leak¿ were confirmed. Available information suggests that patient (calcified native valve) and/or procedural (post-dilation/balloon movement during post-dilation) factors may have contributed to the complaint events. Since no manufacturing non-conformances were identified, no labeling or IFU/training inadequacies were identified, and review of the complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the applicable trend category, neither a pra nor corrective or preventative action was required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), after the implant of a 26mm sapien 3 valve in aortic position a moderate pvl was present. Therefore, it was decided to post-dilate the valve. After post-dilation, the regurgitation became suddenly severe. The echo showed that 1 leaflet was immobile and remained in open position. It was attempted to mobilize the leaflet with a pigtail and also a post-dilation with a 25mm non edwards balloon was done but the leaflet still remained in open position. The patient started to get unstable and pressure dropped. Cardiac massage started but the patient could not be stabilized, got worse and finally expired.

Manufacturer narrative:
Reference CAPA-20-00141.